Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error was from a gastro flex thermistor trace crack and open. These were caused by insufficient cable assembly and/or gastro flex reliability; all of which are related to design. Appropriate improvement action plans were established through a CAPA.

Event description:
Additional information was received and it was reported that prior to the beginning of a transesophageal echocardiography (tee) procedure, the system displayed a usacquisitionhw_31 error message as soon as the transducer was connected. The error message was indicating that the transducer was overheating. The transducer was disconnected from the system and the procedure continued 20 minutes later until the replacement transducer was cleaned. Since the procedure has not yet started, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the patient code and provide additional device codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.